Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen is damage with a blue dye and was unable to read the screen. The customer¿s blood glucose level was unknown. Customer reported bottom portion of the screen is blue and unreadable. The customer was assisted with troubleshoot. Customer reported that customer was unsure how damage to screen occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with cracked lcd glass. Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked lcd window. Unable to perform functional test due to display anomaly.